Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that at the beginning of surgery, after connecting the active electrode, the trigger on the handle indicated cutting; however, the device did not cut the tissue. There was a delay for more than 30 minutes. Although there was patient involvement, there was no adverse consequences. The surgery was completed successfully and there was no need for additional medical intervention.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence the complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Probe short, open circuit, power output variation, wrong default setting, nonconforming hand piece cable 2. Risk outputs associated with rf energy to probe for the serfas energy console: a. Hardware failure b. Rf or footswitch receptacle disconnecting c. Software error due to hardware failure d. Bad wire connection e. Damaged main board f. Damaged rf probe receptacle g. Damage to console during shipping/ handling h. Hand control switch in wrong position. 3. Risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles: a. Hardware failure b. Software error due to hardware failure c. Damaged receptacle board d. Damaged power board e. Front board failure f. Loose flex cable g. Damage to console during shipping/ handling 4. Use error in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that at the beginning of surgery, after connecting the active electrode, the trigger on the handle indicated cutting; however, the device did not cut the tissue. There was a delay for more than 30 minutes. Although there was patient involvement, there was no adverse consequences. The surgery was completed successfully and there was no need for additional medical intervention.